Event description:
It was reported that the patient was experiencing cramping in their calves, pain in their legs, and a stabbing sensation in their back. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145108.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, wherein one of the leads was repositioned and reportedly therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.